Event description:
It was reported to adac that the electron beams were reporting the wrong "ssd's". They had 12 beams with 3 different "conedowns". The user reported that the "ssd's" on all the beams were the same. No injuries were reported as a result of this issue.